Manufacturer narrative:
Results: wrong footboard on the unit. Conclusions: correct footboard placed on the unit.

Event description:
It was reported by service report that the bed exit does not work due to an incorrect footboard. No pt involvement or adverse consequences are reported.